Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, reservoir tube missing o ring, minor scratched lcd window and scratched reservoir tube window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. Customer also states that there are no delivery alarms. The blood glucose reading is 130 mg/dl. Nothing further reported.